Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, while the surgeon's head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv), the surgeon was not able to move the fenestrated bipolar forceps instrument's wrist properly. The movements of the instrument scaled appropriately but were chaotic and not in the intended direction. There were no delays/lag during movements. No frictions/collisions were observed during the procedure. After the instrument was removed from the patient, it was observed that the cords were broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. As a result of the full break, functional testing for motion related issues could not be performed.

Event description:
Refer to h11 for follow-up information.